Event description:
Patient reported obtaining a blood glucose result of 184 mg/dl, while using the suspect device. Based on this result, patient reportedly delivered 60u of glargine insulin. Patient indicated that she later "blacked out" (time duration between insulin delivery and event was not provided). Emergency medical services were reportedly summoned, on patient's behalf, and upon their arrival patient's blood glucose measured 57 mg/dl (on paramedics' device). Patient indicated that, when she awoke, she was in the hospital. Patient indicated that, although she was treated while hospitalized, she cannot recall any details of her treatment. Patient's current condition: ok. Patient noted that a level one control test was performed on the system; however, she was unable to recall the value received or if had fallen within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.